Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The cable on the central processing unit was loose, the cable was reconnected, and the unit was returned to service.

Event description:
The hospital reported the unit alarmed 'no inspiratory flow sensor' before use. There was a loss of mechanical ventilation. There was no report of patient involvement.